Event description:
Shunt failure with hydrocephalus. CT showed increasing ventricular size and pt became lethargic and no longer interactive. Shunt did withdraw fluid. However, it seemed to not be functioning well.

Event description:
Shunt failure with hydrocephalus. CT showed increasing ventricular size and pt became lethargic and no longer interactive. Shunt did withdraw fluid. However, it seemed to not be functioning well.